Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results on investigation.

Manufacturer narrative:
(B)(4).during evaluation the force sensor was found to be out of calibration and there was contamination was found in the force sensor assembly.